Event description:
The international customer reported the ventilator failed pre-operational testing due to a problem with the 3 station solenoid. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The customer replaced the 3 station solenoid to address the reported problem. Failure of the 3 station solenoid may result in the safety valve not closing, therefore pre-operational self testing will not pass as noted. Malfunction of the safety valve could prevent activation of svo which may be detrimental to the patient.

Manufacturer narrative:
Intl service performed; part requested for return. Intl service; part return requested.